Event description:
On (B)(6) 2023 rayner received notification from its german affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that lens explantation was required as the lens was observed to be cracked immediately following implantation into the eye.

Manufacturer narrative:
The reference(B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed that the lens was cracked. Explantation of the lens was performed and it is reported that as a result of of lens explantation a posterior capsule tear occurred (see MDR 3012304651-2023-00156). An anterior vitrectomy was performed and a 3-piece sulcus lens was implanted within the original surgery session. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available in this case to determine the cause of the damage to the lens immediately following implantation. Our review of production records for the rayone emv rao200e batch 063217511 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.